Event description:
It was reported that the patients spinal cord stimulation (scs) was not providing adequate pain relief. The patient underwent a scs explant procedure. The patient was doing well postoperatively. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7031549. UDI: (B)(4).